Manufacturer narrative:
Updated fields- b4, b5, b6, b7, d10, d9, e3, g3, g6, h2, h3 , h6 (health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced cable, video receiver to lcd (d012-00-1747), mounting plate (d406-00-0916), 10.4" display panel (d160-00-0113), instr, display replacement (d065-00-0391) to resolve the issue. Unit functional and returned to customer.

Event description:
It was reported that during routine check the cs300 intra aortic balloon pump (iabp) screen display was broken blurred & fuzzy. There was no patient involvement or adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that screen display of cs300 intra-aortic balloon pump (iabp) was broken blurred and fuzzy.